Manufacturer narrative:
Follow-up #1: date of submission 03/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: review of the black box data and alarm history revealed no evidence of ¿cs012¿ alarms or any activity outside of normal use. On investigation, the pump powered on normally. ¿ez-prime¿ steps were performed correctly. No ¿cs012¿ alarm or any errors, alarms or warnings occurred during the investigation. The product was determined to be performing within the required specifications. Investigation was unable to duplicate ¿cs012¿ complaint. The pump¿s cover was removed. There was no evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue; cs alarm 012-00a30042. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The device is being replaced at health care provider insistence.